Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a successful procedure on (B)(6), 2009 as a part of a (B)(4) to treat benign prostatic hyperplasia (bph). There were no reported product issues during the procedure. During a postoperative visit on (B)(6), 2011, the subject developed a urethral stricture that was treated surgically. On (B)(6), 2012, the event was considered resolved without residual effects.